Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and power supply were replaced. Also, the software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported the system mixed patient data. No report of patient injury.